Manufacturer narrative:
Please note: this event involves two gore tag thoracic endoprostheses, please reference medwatch # 2017233-2008-00017.

Event description:
In 2005, two gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. The following day, the pt developed urinary retention, numbness of the right foot, and foot drop. Further intervention has not been performed.